Event description:
Broken rod of mis deformity construct migrated down to distal buttock, proximal posterior upper leg.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. Device remains in patient.

Manufacturer narrative:
The rod was not returned for evaluation. A review of the device history could not be conducted as the lot number is unknown. A review of the complaint trend analysis for the viper2 straight rod, ti found no observed trends for issues of this nature. Without a device or lot number, the root cause of the rod becoming fractured cannot be determined. No corrective action/preventive action (CAPA) is required as there has been no systematic trend. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.